Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. During the procedure, when the 3.5 x 33 mm xience prime stent delivery system (sds) was introduced into the non-abbott guiding catheter, before the sds reached the lesion, resistance was felt during advancement. The sds was retracted, with resistance, and the distal end of the sds was observed to be flattened and wrinkled and severely damaged. It is unknown if the resistance was felt within the vessel or another device. Another xience prime sds was used to complete the procedure successfully and without consequences. There was no clinically significant delay in the procedure, or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip damage was not confirmed, however, the distal end of the stent implant was stretched, which is likely what was meant by the distal damage. The resistance during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.